Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 650mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The customer stated that she had really low blood glucose first. The customer's husband had her remove the insulin pump to take a bath. The customer was reconnected to the device, and then her glucose level started to rise. The customer stated that her blood glucose has been high for the past week, and she tried to change the site four times to correct the issue. Ran a fixed test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.